Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: one sample was provided to our quality team for investigation. Upon initially inspecting the sample, the stopper was verified to be properly assembled onto the plunger rod, however, a particle was observed over the stopper. While cleaning the product for proper evaluation, the piece began to break off, creating a hole in the material. Using magnification, it was verified the pieces were originating from the stopper, the material deteriorating, producing the hole observed. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. The stopper is provided by an external supplier, incoming inspections are performed as specified. Based on the available information, it was determined this incident is related to the stopper material provided by the supplier. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd syringe experienced leakage, and stopper damage/deformation. The following information was provided by the initial reporter: customer reported that last week, they encountered a syringe, the rubber of which turned out to be broken and the drawn up medicine leaked out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced leakage, and stopper damage/deformation. The following information was provided by the initial reporter: customer reported that last week, they encountered a syringe, the rubber of which turned out to be broken and the drawn up medicine leaked out.